Event description:
A patient reports while wearing a pod between 1 and 4 hours the pods cannula had failed to deploy at initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 17.2 smartphone hardware: iphone12.1 cgm sensor type: g6.

Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula deployed and needle retracted. The device data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 402 pulses. During operation, the device was able to successfully deliver an immediate bolus following the priming sequence. No housing or environmental seal damage was found. The needle mechanism was reset and fired properly during the investigation. Inspection of the needle mechanism components found no damages or defects that would indicate the reported needle mechanism failure. The patient history buffer data showed no evidence of issues with insulin delivery.